Event description:
It was reported that during the treatment of an aneurysm, the coil prematurely detached partially within the parent artery and the aneurysm. After the microcatheter was withdrawn, a portion of coil remained in the parent artery. Multiple attempts were made to retrieve the coil unsuccessfully. The coil was advanced using a pconus device and a solitaire back into the aneurysm sack which was successful. No additional information has been provided. Patient information - patient identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device remains within the patient. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.